Manufacturer narrative:
(B)(4). Implant date - 2010: customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product remains implanted in patient.

Event description:
It was reported the patient underwent a knee arthroplasty. Subsequently, the patient alleges pain, swelling, bone deterioration and failed implant. It is indicated that the patient will undergo a future revision. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02140, 0001822565-2018-02047, 0001822565-2018-02048. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.